Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump and to call back if issue returned, and customer acknowledged and understood instructions.